Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). New pump modules arrived and several are failing rate accuracy about 2ml low. Claims to have new 8100-rcs sets. Told her about the start up process, modules with set installed and holding the button in the back. She will try check in with a standard set to see if possibly the cal set is bad, attempt recalibration, and see if things change. None of this should be needed on new units so if nothing resolved we can escalate to c/a and to call back if nothing changes.